Manufacturer narrative:
(B)(4): upon care fusions investigation a follow up emdr will be submitted. (B)(4)

Event description:
Sales rep stated via email: facility was placing a pleurx in the peritoneum, and when they were using the peel away valve, the valve broke off into the belly. The procedure had to be stopped, and they had to fish the valve out of the space. Another tray had to be opened, and the catheter was placed. In order to retrieve sheath, we opened patient on opposite side and used a snare device to catch sheath and remove from new opening.

Manufacturer narrative:
(B)(4) - based on provided evidence, the broken peel-away for the peritoneal product line was confirmed. DHR review was performed but did not identify any issue during raw materials incoming inspection. Based on a review of complaint trending data from oct 2014 ¿ sept 2016, an adverse trend was not identified for the reported failure mode. The failure mode was confirmed, no probable root cause can be identified based upon investigation. In respect to trend analysis, patient risks assessment, and the one occurrence of this specific failure mode (from (B)(6) 2014 to (B)(4) 2016) with lack of definitive root cause, no immediate supplier corrective action plan is available. However, bd has taken proactive action by issuing quality notification to our supplier of the failure. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure mode.